Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed multiple leaks located between the 41cm and 42cm depth markings. Tactile inspection of the sample revealed tensile weakness and material necking in the vicinity of the leak sites. Microscopic inspection of the leak sites revealed multiple longitudinally aligned splits arranged in a line extending from the 41cm depth marking to the 42cm depth marking. The splits exhibited sharply defined granular edges. Microscopic inspection of the inside surface of the catheter revealed the damage to be more abundant and extensive on the interior surfaces of the catheter. The extensive damage along the inside surface of the catheter indicated that the leaks resulted from trauma initiated within the catheter. The shapes and positions of the splits indicated that the source of that trauma was the stylet. It appeared that the stylet was manipulated against resistance, likely caused by pinching or grasping the catheter during stylet removal/manipulation. Failing to wet the stylet prior to removal can also contribute to catheter damage as the stylet possess a hydrophilic coating which, when wetted, reduces friction between the catheter and stylet. The product IFU cautions ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿ the IFU also instructs ¿flush the catheter with sterile saline prior to use.¿ no further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reza0557 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was introduced in the patient and soon after the release and infusion, the catheter presented leakage in 4 places (holes).